Manufacturer narrative:
The unit was returned to bench repair for evaluation and the reported complaint was confirmed. The navigation ring was replaced, and the device was returned to the customer. The front bezel was returned for analysis. Failure investigation is not required. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Patient information: (B)(6) insufficient information.

Event description:
The customer reported that the device navigation ring defective. It is unknown if the unit was in inpatient use at the time of the reported issue. No patient or user harm was reported. Additional information regarding patient has been requested.